Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during set up, after the coblation halo wand was bent with the coblator bending tool, the insulator on the shaft of the wand seemed to break or be exposed. There was a backup device available and there was a delay of less than 30 minutes. There was no patient involvement.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The wand shaft is bent. The shaft insulation is damaged and exposes the internal metal of the shaft. Product was out of the original packaging. No packaging returned. Functional evaluation revealed no issues. The unit had no issues producing plasma or activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include contact with metal objects while activating the wand, contacting the distal portion of cannula with the shaft when inserting and removing the wand, or an impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.